Event description:
It was observed during central processing that the maryland biopolar forceps instrument had a problem. No further information was provided. No patient harm, adverse outcome or injury was reported

Manufacturer narrative:
Instrument was returned and evaluated. Engineering found tube damage not reported by site. Distal end of main tube has various scratch marks with light material removal. The scratches are .100 - .150 in length and not aligned with the tube axis. The evidence is not conclusive, but damage may have been caused by mishandling/misuse. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.